Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, the customer administered a corrective injection using a manual method. No third-party assistance was required beyond normal support. Reportedly, the customer reverted to an alternate method insulin therapy.